Event description:
Woke up after 1 hour of use (machine is over 4 years old) to a smell and taste of electrical burning. The machine was hot to the touch. I've had a sore throat ever since and am unsure of what I may have inhaled as a result of this malfunction.